Manufacturer narrative:
No device, no medical records, or no medical images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
It was reported that following use in a stent, the pta balloon could not be retracted through the introducer sheath. It was further reported that a secondary access site was required to retract the device. There was no known impact or consequence to patient.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: one segment of an the pta catheter and a 5fr introducer sheath was returned. The detached balloon segment consisted of 8.9cm of the balloon, the distal tip, the distal marker band, and 14.6cm of the inner catheter. The catheter was severely stretched at the point of detachment, indicating that excessive force was applied to the catheter resulting in the detachment. The balloon segment appeared to have torn circumferentially and extended longitudinally. The introducer sheath tip was noted to be flared, likely indicating retraction issues. The introducer sheath was kinked approximately 7.2cm from the distal tip. Functional/performance evaluation: functional/performance testing could not be performed due to the condition in which the sample was received (detachment). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based upon the conditions in which the device was returned, the investigation is confirmed for sheath retraction issues and a balloon detachment. The definitive root cause for the retraction problems could not be determined based upon available information. It is likely that the inability to retract the balloon from the sheath contributed to the balloon detachment. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that following use in a stent, the pta balloon allegedly could not be retracted through the introducer sheath. It was further reported that a secondary access site was required to retract the device. There was no known impact or consequence to patient.